Manufacturer narrative:
H11. Livanova field service engineer was dispatched to customer facility, tested the device in accordance with the service manual and preventive maintenance guideline, but the issue was not confirmed. Reportedly, no further repair will be conducted on the unit.if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in (B)(6). Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system with a reduced cooling efficiency on the patient side. The issue occurred during procedure. There is no report of patient injury.